Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had all full complement of staples. The jaw of the reload was open. The jaws were bent to one side excessively. One side of the articulating point was broken. The knife bar laminates were herniated through the blowout plate. The jaw was twisted. It was reported that the instrument did not fire, was difficult to straighten, and was difficult to unload, and the jaw was damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the instrument staple prefire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic rectal resection, during direct intestinal resection, a 60mm reload was attached after firing a 45mm reload. When the 60mm reload was attached, the screen displayed 1 remaining use. When the jaws were closed when remaining part of the tissue was approached, the screen displayed 0 remaining use. The surgeon was able to press the green button but was unable to fire the device. Another reload was used but a defect occurred as well. The jaws of the reload were set at maximum tortuosity on the remaining part of the rectal incision. The surgeon pressed the green button, but the knife did not advance. It was determined that the firing could not be done so the device was removed. Parts at the root of the jaws were exposed and the jaws were damaged. The jaw did not return to its original position. The reload was difficult to unload due its tortuosity. It has taken some time to remove the reload without the tortuosity returning. A competitor device was used to resolve the issue.

Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: p3e0179); sigphandle, sig power sigphandle handle (serial#: unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic rectal resection, during direct intestinal resection, a 60mm reload was attached after firing a 45mm reload. When the 60mm reload was attached, the screen displayed 1 remaining use. When the jaws were closed when remaining part of the tissue was approached, the screen displayed 0 remaining use. The surgeon was able to press the green button but was unable to fire the device. Another reload was used but a defect occurred as well. The jaws of the reload were set at maximum tortuosity on the remaining part of the rectal incision. The surgeon pressed the green button, but the knife did not advance. It was determined that the firing could not be done so the device was removed. Parts at the root of the jaws were exposed and the jaws were damaged. The jaw did not return to its original position and the articulation was in wobbly state. The reload was difficult to unload from the adapter due its tortuosity. It has taken about 20 minutes to remove the reload without the tortuosity returning. A competitor device was used to resolve the issue. There was no patient injury.